Event description:
It was reported that a box was empty. When the package for a cre 18-20mm balloon dilation catheter was opened, there was no product inside the box.

Manufacturer narrative:
The complaint sample was not returned for evaluation and the complaint description could not be confirmed. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause of this complaint will be classified as undeterminable.